Event description:
The customer reported a high ma error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. However, the svc rep regreased the candlesticks, reset the tube type and performed filament calibration with no errors during test. The sys was operating as intended.